Manufacturer narrative:
Approximate age of device: 2 years, 5 months. Information requested but was not provided. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device heartmate ii on (B)(6) 2016. It was reported that there was a pump stoppage on (B)(6) 2019, the behavior has been link to potential issues with the percutaneous lead. The issue occurred while the vad was connected to the mpu. An audible & visual alarm was observed. Patient underwent full length external percutaneous lead repair performed without issue. Patient remained under observation on regular grounded patient cable before release to home. It was reported that the percutaneous lead repair solved the issues. Additional information has been requested but not provided.

Event description:
It was reported that the patient experienced a pump off and low flow alarm upon interrogation of the device. The manufacturer's technical service representative reviewed the log file and confirmed a pump stop while the device was attached to a power module. No further information was provided.

Manufacturer narrative:
Approximate age of device :2 years, 5 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. Although the analysis of the submitted log file confirmed pump stop events, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Investigation findings: the submitted log file contained data from 11mar2019 to 17mar2019. The log file captured pump stop events on (B)(6) 2019, while the patient was supported by the mpu. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Visual inspection of the driveline revealed a cut on the outer silicone jacket approximately 9 inches from the metal connector. The bionate layer had discoloration but no damage was observed. There was severe breakdown of the metal braided shield observed at approximately 2.5-3¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
PMA/510k: manufacturer's aware date was inadvertently omitted from previous report. The correct date was april 3, 2019.